Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous mild right coronary artery that is 90% stenosed. The 3.0 x 28 mm xience skypoint stent delivery system was advanced to the target lesion; however, when attempting to deploy the balloon of the delivery system would not inflate. It was noted to hold pressure; however, not inflate. The device was removed from the anatomy and attempted to be inflated outside the patient however, same issue occurred. A 4.0 x 23 mm xience skpoint was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported activation failure could not be determined; however, factors that may contribute to an activation failure including expansion failures include, but are not limited to, inflation technique, contrast concentration, loose connection with the indeflator, anatomical conditions, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. In this case, it is possible that the inflation lumen may have become damaged prior to attempting to inflate the balloon, causing the reported activation failure; however, based on the information provided and without the device to examine, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.